Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed. A non-medtronic service provider could not reproduce the reported condition. The battery was replaced, all calibrations, short self-test and extended self-test and a run test were performed and the ventilator worked properly.

Event description:
It was reported that during patient use the ventilator displayed an internal battery error message and generated a constant alarm. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.